Event description:
It was reported that "well this is maybe a good place to start I've been reading and reading and reading up on your company and over and over you say that you put your consumers first and the patients and you care about us but yet when it comes time to face the music about a defective device that you let a surgeon put into my knee you don't want to stand behind it you say it's quality that's not quality I need somebody to please contact me that has the authority to write a check to pay my medical bills because I was just qualified in the mdl litigation by one of your own because my surgeon used a tool to get what was left after the 2/3 of it came off in his hand in my revision surgery and that was only in 4 years of walking on it two thirds came off in his hand this is a good this is a good place to start like I said and I'm going to be nice about it at first okay but I'm not going to go away and I'm going to make a whole lot of noise if somebody doesn't get a hold of me soon I have been waiting for 5 years just to be told I was disqualified from litigation because my surgeon had to use a tool that is just ridiculous I meant every other one of the three criteria's but I had to use it too what was he supposed to leave it in there or just send me home with the you know half working leg and say well when the rest falls off we can do it none of it just came off I have nerve damage I have hip arthritis I have foot arthritis I have another implant that I got 20 years ago and it is still alive and well and holding me up yours didn't last for 4 years it didn't even last for 2 months so I don't know who's reading this but I need to talk to somebody in authority that has the power to make decisions on this because I will shut up and go away if I get what I want and actually it's not what I want it's what I need ain't much ¿

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.